Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the clip on the pump case did not grip well. Subsequently, causing the pump to fall and cracking the cartridge. The customer's blood glucose level ranged from 70-150 mg/dl. Reportedly, the customer changed the cartridge to resolve the issue.